Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the mid catheter was allegedly found to be broken upon removal. It was further reported that the broken catheter fragment was retrieved. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the mid catheter was allegedly found to be broken upon removal. It was further reported that the broken catheter fragment was retrieved. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport attached to a groshong catheter in three segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the proximal end of the catheter segment. A complete compound break was noted on the distal end of the catheter segment and on the proximal end of the distal catheter segment. The edges of the complete circumferential break on the attached catheter were noted to be uneven and the surfaces were noted to be round and smooth in one region and granular in the other region. The edges of the complete compound breaks were noted to be uneven and the surfaces were noted to be round and smooth in one region and granular in the other region. Therefore, the investigation is confirmed for the reported complete fracture and the identified wear and deformation issues as no objective evidence was provided for review. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.